Event description:
It was reported that the patient's echocardiogram showed an ejection fraction of 15-20%. The patient experienced shortness of breath and fluid overload. The patient's left ventricular end diastolic diameter was 5.1 centimeters. The patient had mild aortic insufficiency, mitral regurgitation, moderate tricuspid regurgitation, and pulmonary artery stenosis greater than 32. The event resolved with medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) could not be conclusively determined through this evaluation. The patient remains ongoing on hmii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including right heart failure that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Additionally, section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.